Event description:
The doctor reported that he observed post-operative interface inflammation, which required a subsequent lift of the corneal flap and wash of the corneal bed. Pt visual acuity post-op is 20/25. The cornea shows no haze.